Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Report should be product problem only lot # 0336605 was provided on the uf report from the hospital. As per hospital contact, that is not a true lot number. The number is for when trays are processed in the autoclave. (B)(4) lot number unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Customer quality unit received user facility report # 4900240000-2017-8080. Only additional and/or corrected information will be contained in this report. A copy of the user facility report is attached. Clarified event description: it was reported that a patient was involved in a mvc (motor vehicle collision) and was treated with a r/afn system (retrograde/antegrade femoral nail) system for a left closed femoral shaft fracture and a left closed non-displaced acetabular fracture on (B)(6) 2017. The r/afn system consisted of a left femur intramedullary nail (imn), spiral blade, 5.0mm distal locking screw and 5.0mm proximal locking screw. Postoperative, patient presented with delayed healing and nonunion of the femoral shaft on an unknown date. Patient underwent hardware removal on (B)(6) 2017. Surgeon removed the distal locking screw without difficulty. The distal locking screw was broken centrally at the time of removal, which was not apparent on preoperative x-rays. The distal locking screw was removed and the nail, spiral blade and proximal locking screw remained intact in the patient. It was recommended that the patient continue the bone stimulator and begin vitamin d supplement with her low normal vitamin d level of 30. Also, recommended proceeding with nail dynamization given the resorption and fracture gap to optimize fracture loading and stimulate healing. Will remove the proximal locking screw. As per facility, it is unknown if there is any issue with the proximal locking screw or the reason for possible removal. Facility is unaware if there is any alleged malfunction with the proximal locking screw. Concomitant devices reported: retrograde/antegrade femoral) im nail (part # unknown, lot # unknown, quantity 1, spiral blade (part # unknown, lot # unknown, quantity 1), proximal interlocking screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) 5.0mm titanium locking screw for im nails. This is report 1 of 1 for (B)(4).